Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was not returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device suddenly went black during a laparoscopic unilateral inguinal hernia repair surgery. The procedure was completed with a different device. There were no reports of patient harm.

Manufacturer narrative:
H10: e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device suddenly went black during a laparoscopic unilateral inguinal hernia repair surgery. The procedure was completed with a different device. There were no reports of patient harm.